Event description:
Pt reported that blood glucose levels were elevated (500 mg/dl). Pt indicated that there was "a lot" of insulin in the cartridge chamber. Pt indicated that the previous day, when she replaced the adapter it was hard to get the adapter on the cartridge.